Manufacturer narrative:
(B)(4). 510(k): similar to device approved under 510(k) p140016. Summary of investigational findings: based on the image investigation it was not possible to conclude the exact root cause for progressive graft associated thrombus formation within the stent graft. It started between month 1 and month 6 along the inner cuvatura and developed distally. Thrombus in the stent graft in relation to patients treated for btai indication was previously described in the public scientific literature. The mechanism for stent graft thrombus in btai patients is unknown but stent graft sizing has been proposed as a factor. In this case nothing indicates that the devices were not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: on (B)(6) 2013, the patient received a ztlp-p-30-109-ci3 (lot # e2998875) proximal component. The proximal edge of the graft material was deployed distal to the left carotid artery and proximal to the left subclavian artery. The most distal stent was deployed proximal to the celiac artery. A molding balloon was not used. The completion angiogram revealed a patent graft with no evidence of kink, compression, infolding, or endoleak. The patient was discharged from the hospital on (B)(6) 2013 (nine days post-procedure). On (B)(6) 2013 CT scan (25 days post-procedure): analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, or endoleak. The aortic injury was no longer visible. The maximum aortic diameter just distal to the stent-graft measured 29.7 mm. On (B)(6) 2014 CT scan (202 days post-procedure): analysis: patent graft with no evidence of migration, kink, barb separation, stent fracture, compression, infolding, or endoleak. The aortic injury was no longer visible. The maximum aortic diameter just distal to the stent-graft measured 31.6 mm. On (B)(6) 2014 CT scan (364 days post-procedure): analysis: patent graft with no evidence of migration, kink, barb separation, stent fracture, compression, infolding, or endoleak. The aortic injury was not visible. The maximum aortic diameter just distal to the stent-graft measured 28.9 mm. On (B)(6) 2016 CT scan (782 days post-procedure): site analysis: patent graft with no evidence of migration, kink, barb separation, stent fracture, compression, infolding, or endoleak. The aortic injury was not visible. The maximum aortic diameter just distal to the stent-graft measured 31 mm. The site noted new thrombus at the lower edge of the graft. The implanting physician noted that the thrombus was possibly related to the study product. Patient outcome: a repeat CT scan is planned in three months. No other adverse events have been reported for this patient.